Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the right atrial (ra) lead exhibited high capture threshold. The ra lead was explanted and replaced on (B)(6) 2024. The patient was in stable condition.

Manufacturer narrative:
The reported event of unacceptable threshold was not confirmed. A complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths consistent with procedural damage. No other anomalies were noted.